Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The current black box data showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked in the thread area and below the grip pad. The battery cap threads were observed to be damaged. The pump was unable to maintain an electrical connection with returned battery cap due to cap detaching. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. Also unrelated to the battery life issue, investigation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.